Manufacturer narrative:
This event had not been previously reported to bioform medical by the physician or pt. Bfm awareness date was june 1, 2010, when a copy of the voluntary report was received (B)(4). No follow-up or investigation could be conducted since pt or physician contact info was not provided in the report.

Event description:
A pt was injected with one syringe of radiesse dermal filler by a physician (area not identified). The pt immediately became sick and was hospitalized. Five days later, the pt could not walk and was paralyzed. The date of injection was not identified other than in 2010. The pt indicated a previous radiesse injection in 2009.